Event description:
Caller reported the inform base shows signs of melting or burning on the plastic of the connector port. No adverse event reported. The device was returned, replacement sent.

Manufacturer narrative:
It was unknown if the initial reporter sent report to the FDA.